Manufacturer narrative:
Reported event was unable to be confirmed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) impressions: anatomic alignment of the left hip arthroplasty. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical devices: 164186-biolox d mod cer hd 32mm std neck t1- 3015907; 192010-echo por fmrl nc 10x130mm- 786040; 010000664- g7 pps ltd acet shell 54f- 3019577. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a hip revision approximately 6 years post implantation due to dislocation. During the procedure the cup, liner and head were changed to a new head and g7 dual mobility. Original cup was left, liner and head were removed with relative ease, surgeon placed trail head and dual mobility trial liners and performed a trial. New implants opened and implanted. Attempts have been made and additional information on the reported event is unavailable at this time.